Event description:
It was reported the number on the insulin pump kept scrolling when customer was trying to bolus. Customer's mother stated that none of the buttons on the device were responding. Customer's blood glucose was 244 mg/dl. Customer's mother does not recall any significant event that may have caused the keypad issue. Customer's mother was advised to discontinue use of the device and revert to backup plan. No further information reported.

Manufacturer narrative:
All operating currents were within specification and the off no power alarm functioned properly. The insulin pump passed the self test. No unexpected battery out limit alarm or number scrolling anomaly was noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a scratched reservoir tube window.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.